Event description:
During perineal urethrotomy and extensive electrofulguration of prostatic urethra, a piece of the inner sheath of the resectoscope broke off. The piece that broke off remains in the patient's left distal portion of the prostatic urethra.